Event description:
It was reported that there was a debris in the cassette. The event occurred at the clinic during set up, and there was no patient involvement.

Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the reported particulates in the cassette. Further inspection determined that these particulates were not in the fluid path of the cassette, but on the outside surface of the medication bag. However, the investigation could not identify a root cause for the observed particulates. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.